Manufacturer narrative:
H3: 97755, was returned for product analysis. Analysis found there was a failure in recharge antenna and batteries low replace controller batteries soon message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 fdc code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they have been having a hell of a time getting the implanted neurostimulator to charge for the past couple months. Patient stated the controller will say it can't detect the device and then it will stop charging (poor recharge quality). Patient also stated it would take 2-3 hours to charge the implant and they have to wiggle or press the recharger cord near where the paddle is in order to get it to charge. Patient mentioned yesterday the controller was at 80% and they were able to get the implant to 50% but then the controller displayed a message that said the battery was dead even though it was only at 80%. Patient stated they tried resetting the controller but that did not resolve the issue. Patient reported this morning they could not tell if the stimulation was on so they tried to press the stim on/off button on the top of the controller and it would not move. The button seems stuck. Patient also mentioned the recharger was getting warmed while charging. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace both the recharger and controller. This included patient mentioned they are going to have to get their implant changed out in about a year or two because they are having to charge every other day and they believe they are reaching end of the life of this battery. Additional information received from the patient. Patient called back and mentioned they got the case from fedex. Patient noted they got the case with the recharger but there was no controller. An email was sent to repair to send a controller out to the patient.